Event description:
The customer reported having high blood glucose of 444 mg/dl due to eating a meal. The blood glucose at the time of call was 299 mg/dl, for which she had delivered a bolus. She stated that the night prior to the phone call her blood glucose increased above 400 mg/dl for unknown reasons. The customer stated that she has been inserting the infusion set in the stomach area for thirteen years. She stated that she has noticed bent cannulas on some of the infusion sets when she pulled them out of her body, but not at the time of the current high blood glucose incident. The customer had stomach surgery. She wanted to perform troubleshooting for the high blood glucose and she stated that she wanted to change the basal rates for the dinner since it was taking a long time for the high blood glucose to decrease. The customer was advised to consult with her doctor for making changes to the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.